Event description:
It was reported that balloon rupture occurred. The target lesion was located from external iliac to common femoral artery. A second wallstent was placed to extend the original stent that was implanted in the previous case. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for post dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body and a second 16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 3 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and a non-bsc balloon was used and completed the procedure. No patient complications were reported and the patient's status was fine.